Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: DHR review of products could not be performed since no lot was reported. Trend analysis: analysis could not be performed as no item number is available. Event description: it was reported that during surgery and insertion of the definitive implant there was a fracture of the calcar femoris which was immediately treated with wiring around the proximal femur. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Conclusion: it was reported that during surgery and insertion of the definitive implant there was a fracture of the calcar femoris which was immediately treated with wiring around the proximal femur. In vivo time of the device is not applicable since this issue occurred during the surgery. Based on the given information the complaint could not be confirmed. DHR review of products could not be performed since no lot was reported. The investigation results did not identify a non-conformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2019 - 00463.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and bone was fractured during surgery.